Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. Bipap a40 serial number b033093476796e was received at the product investigation lab (pil) for investigation. Pil visually inspected the bipap a40 and did not observe anything to note. Pil reviewed error logs and noted the ventilator inoperative alarms did show in the error log. E-050 pressure regulation alarms are present in the logs also. The unit was disassembled to view the etched disk. The disk is partially clogged with debris that appears to have originated from an external source. Additionally, e-037 err_pt_low_press_alarm was also recorded in the error log. The oxygen sensor was found to be reading high at ambient. This finding is not related to the reported malfunction/issue. The customer has received a replacement unit. This unit has been scrapped.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.